Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17oct2016. Health effect - impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fever, vomiting, unspecified virus.

Event description:
Patient reported "fever," "vomiting," and "unknown virus." This is for the left side. The device has been explanted.